Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the sp monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have the tube adapter broken. The broken piece was not returned and measured approximately 0.047" x 0.113". The instrument was also found to have thermal damage on the tube adapter. Isi has not received the mcs tip accessory for fa evaluation. A review of the system logs reveals no errors occurred in relation to the customer reported issue. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the same event reported against the mcs tip accessory.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer noticed that the tip of a single-port (sp) monopolar curved scissors (mcs) instrument was separated and fell off. Upon removing the instrument to check, the customer found some of the parts were not intact. They were able to retrieve the tip, but some of the broken parts could not be confirmed. The customer then conducted a large amount of irrigation/suction just in case. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the mcs instrument and mcs tip accessory were inspected prior to use, and no damage was found. During the procedure, the mcs tip accessory and fragments from the mcs instrument fell inside the patient's body after using the device for longer than one hour to dissect tissue. The customer retrieved the fragments but could not confirm if they retrieved all fragments. The customer performed a large amount of irrigation/suction as a precautionary measure. Post-operative tests and additional surgical procedure were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was delayed for 10 to 15 minutes.